Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2012. (B)(6) 2012 the IV lead was unhooked and an epi was implanted. Impedance >2000 today on the epi. Cap threshold was 3.5 at 1.0 which was higher than implant. (0.3 at 0.5.) Dr.(B)(6) at (B)(6) med ctr. The lv that is oss-impl will be hooked back up tomorrow. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).